Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a pediatric patient was implanted with power PICC solo 5f dl catheter. One lumen is working fine for both aspiration and infusion but the other lumen has backflow issue. In spite of repeatedly flushing the catheter, blood reflux is there in PICC and resulting in catheter occlusion. Nursing team tried repeatedly flushing the PICC with ns but backflow of blood is observed in one lumen. Hcp and her nursing team are following the protocol of PICC c&m. Nursing team has used a 3 way valve to manage blood reflux in PICC for time being. Procedure was completed using the same power PICC solo 5f dl, and the patient is fine.